Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, the tube body of 30 devices appeared bowed/curved instead of straight. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 24-jul-2025 investigation summary bd received 30 samples and one photo for investigation. Upon visual inspection, 27 of the returned samples were found to be bowed. Additionally, the customer photo shows a single tube that is slightly bent. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: bowed assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, the tube body of 30 devices appeared bowed/curved instead of straight. No adverse impact was reported regarding the patient or user.